Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 81 and blood glucose was 178 mg/dl. Customer also received a calibration error alarm and found that sensor cannula was bent when removed. Customer was educated on porper insertion technique. Customer was advised that sensors would be replaced.